Manufacturer narrative:
Investigation summary: one sample was received for evaluation. In came in a ziploc plastic bag. The bag has a note that the sample was decontaminated on 2/1/2019. The syringe was inspected under a microscope finding no foreign matter or any other type of defect. The failure cannot be verified. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that during use of the bd¿ syringe, 30ml, enteral, bulk, nonsterile that there was black particulates foreign material in it before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd¿ syringe, 30ml, enteral, bulk, nonsterile that there was black particulates foreign material in it before use.